Event description:
It was reported that the ilet displayed ¿unable to proceed¿ during a rewind and produced persistent alert 42 for motor current sense failure after a period of nonuse without a sensor, and a replacement device was arranged with instructions to shut down the pump and return the original. Symptoms included no reported injury or adverse physiological effects. Outcomes included interruption of insulin delivery and device replacement. Investigation included collection of event details and coordination for device return and data synchronization via the mobile app prior to shutdown. Investigation of this case revealed a suspected motor current sense malfunction consistent with a device alarm for current sense failure. It was concluded that the cause was a device malfunction involving the motor current sensing function.

Manufacturer narrative:
The device was received and evaluated by betabionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.